Event description:
Same case as MDR ID# 2134265-2015-02643 and 2134265-2015-02713. It was reported that automatic pullback failure occurred. The 74% stenosed target was located in the mildly tortuous and mildly calcified right coronary artery (rca). During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. After predilation with a 3.0mm x 15mm maverick balloon catheter, percutaneous coronary intervention was performed without issue. However, it was noted that the automatic pullback stopped and the system gave an error message. Several attempts were made but same issue occurred. Manual record was performed and the procedure was completed with this device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).